Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with a implantable neurostimulator (ins) for spinal pain it was reported that the patient¿s therapy was turning on by itself. It was reported that the manufacturer representative would capture and data file and sent it to technical services. The event date was not asked, but is being followed-up on. No further complications were reported/anticipated.